Event description:
A surgeon reported a patient with an unexpected postoperative refractive outcome following intraocular lens (iol) exchange procedure. (Replacement lens was 19.5 diopter and the initial lens was 22.0 diopter). The surgeon indicated his personal lens exchange calculation and the use of a different a-constant may be a factor for missing the target refraction. The surgeon stated he plans to perform another lens exchange. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested on (B)(4) 2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).